Manufacturer narrative:
(B)(4) - suspect positive bi.

Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad nx sterilizer. Two cystoscopes were not recalled and released for use. There was no injury or harm associated with the issue the customer indicated that the cyclesure 24 biological indicator was placed on the top of the load. The incubator was at the correct temperature. The chemical indicators changed color correctly. The previous and subsequent bi results are unknown. This event is reported to the FDA for user error. An item from the load was released and used on a patient before the cyclesure 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Sex: corrected from female to unknown.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' was reviewed for a timeframe of 12/2011 to 11/2012 and there was no significant trend observed. Trending analysis by lot number was performed. The lot history from 09/20/12 to 2/20/2012 found this was an isolated incident. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed and indicates that the risk to the patient is low. Thirty-two (32) retain bis were tested. The retain samples were found to function as intended. Visual evaluation of the suspected positive bi found no manufacturing defects that would contribute to a positive bi result. Insufficient information is available to determine the cause of the alleged suspected positive bi. Device compatibility cannot be eliminated as a contributing factor since information was unavailable regarding the specific makes/models of devices within the load. Furthermore, no manufacturing defects were observed in the returned suspect bi that would contribute to a positive bi result. The customer was advised that the load can impact bi results and a load should be quarantined until the bi results are confirmed as negative for growth per the IFU.